Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the severely tortuous left coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 11 atm for 3-5 seconds. The balloon was then removed slowly as a whole all together from the patient's body. The procedure was completed with a different device. No complications were reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the centre of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified that the hypotube was kinked at several locations along its length. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the severely tortuous left coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 11 atm for 3-5 seconds. The balloon was then removed slowly as a whole all together from the patient's body. The procedure was completed with a different device. No complications were reported and patient's condition is stable.